Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the rectal tissue during a laparoscopic colorectomy, when the surgeon was able to press the green button but could not squeeze the handle loop to fire. It was also stated that the device locked on tissue. The instrument was removed by releasing the black adjust knob of the stapler handle. Another reload was used. There was no patient injury.